Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The impactor plate and end of the cup impactor broke when impacting the cup. Tha case delayed less than 5 minutes.

Manufacturer narrative:
Reported event: it was reported that the impactor plate and end of the cup impactor broke when impacting the cup. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no: 45021215 and accepted into final stock on 12/21/2015. No non-conformances were identified during inspection. Complaint history review: review of complaints for p/n: 206270, l/n: 45021215 show 07 other complaints related to the failure in this investigation. The prs are 1265820, 1365402, 1491613, 1494308, 1722486 and 1700687, 1737888. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The impactor plate and end of the cup impactor broke when impacting the cup. Tha case delayed less than 5 minutes.